Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that approximately 2 years post-operatively a patient began to experience severe neck pain. Revision surgery was performed where it was discovered that the blue ridge screws and plate locking mechanisms were fractured at c5 and c6. This report will capture the first screw at c6.

Manufacturer narrative:
Upon additional information received from the surgeon, two screws had loosened at c6 and the plate locking mechanisms at c5 and c6 did fracture. No fractures of any screws occurred. The two loosened screws are captured in reports 3004774118-2022-00187 and 3004774118-2022-00188 and the plate is captured in report 3004774118-2022-00185. This is no allegation of failure against the screw in this report.

Event description:
It was reported that approximately 2 years post-operatively a patient began to experience severe neck pain. Revision surgery was performed where it was initially reported that the blue ridge screws and plate locking mechanisms were fractured at c5 and c6. Upon further information received from the surgeon, two screws had loosened at c6 and the plate locking mechanisms at c5 and c6 did fracture. No fractures of any screws occurred. This report captures the third screw for which there are no allegations of failure.